Manufacturer narrative:
Updated: h6, h10. Corrected: g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported blurry image could not be reproduced. The root cause could not be determined, however, it is possible that during use, the inside of the equipment was flooded due to a leak and image blurring occurred. The event can be detected and or prevented by following the instructions for use which states: inspection of the endoscopic image. General policy - precautions - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a blurry image issue when using the evis lucera elite gastrointestinal videoscope. There was no procedure or patient involvement associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of a blurry image was not confirmed. The evaluation found that the bending cover was leaking and there was insufficient angulation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.